Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes stopper is loose and caused the blood to splatter. The following information was provided by the initial reporter. The customer stated: "defect: the stopper is loose and causes blood leakage, the blood splashes on the hands of the nurse and on the table, the nurse wears gloves."

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creepout was not observed. However, leakage/exposure was observed as blood was seen on the outside of the tube. Additionally, (B)(4) retain samples were sent to franklin lakes for appropriate testing for stopper creepout/ stopper pop off. The samples were subjected to a 1st and 2nd stopper pullout test with (B)(4) samples resulting in 2nd stopper creepout/ stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm leakage from the photo and stopper creepout based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes stopper is loose and caused the blood to splatter. The following information was provided by the initial reporter. The customer stated: "defect: the stopper is loose and causes blood leakage, the blood splashes on the hands of the nurse and on the table, the nurse wears gloves."